Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 526 mg/dl. The customer stated he treated with a syringe, but his blood glucose levels did not go down, and he felt nauseous. The customer was in the hospital for four days. The customer believed that his infusion set came out of his body triggering his high blood glucose level. Troubleshooting was declined. Nothing further was reported.